Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during manual prime. Customer's blood glucose level was 189 mg/dl. The advised to disconnect from the device and troubleshooting was performed on the device. Customer was advised to changed infusion set and reservoir. The customer stated that the insulin pump did not alarm no delivery with manual prime. Customer was advised that changing reservoir resolved the issue. The customer was advised that the reservoir will be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.